Event description:
It was reported that there was a loose connection between the peritoneal dialysis (pd) transfer set and minicap which resulted in a povidone iodine leak. The event was further described as, ¿felt loose when locking the minicap and after a few hours, povidone leaked around the connection¿. This occurred during use of the devices for pd therapy. To resolve this issue, the transfer set and minicap were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing was performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.